Manufacturer narrative:
It was reported by customer that they had a multiple texium syringe and tubing issues including leaking of chemotherapy. On sample was received for quality evaluation. Visual inspection was conducted and there were no damages or abnormalities. A bd smartsite was connected to the texium connector in order to fill the syringe with water. The smartsite was then disconnected and pressure applied to the plunger to see if the texium allowed for fluid flow in its closed position. There was no fluid flow. The smartsite was then reconnected and the sample was tested to see if there was a leak at the connection site during a fluid push. There was no leakage at the connection site. The customer complaint of component damage - leak could not be verified. A root cause could not be determined because the failure was not replicated. A device history record review for model 24010-0007t lot number 24075225 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material #:24010-0007t. Batch#:24075225. It was reported by customer that they had a multiple texium syringe and tubing issues including leaking of chemotherapy. Verbatim: rcc received a complaint via email. Email(s) attached. I would like to request labels and return kits to send texium products in for interrogation. We¿ve had multiple texium syringe and tubing issues including leaking of chemotherapy. Please let me know how I can obtain kits and labels in order to return these products. Note- I currently have products that have trace chemotherapy in/on them.

Event description:
Material #: unknown batch#: unknown. It was reported by customer that they had a multiple texium syringe and tubing issues including leaking of chemotherapy. Rcc received a complaint via email. I would like to request labels and return kits to send texium products in for interrogation. We¿ve had multiple texium syringe and tubing issues including leaking of chemotherapy. Please let me know how I can obtain kits and labels in order to return these products. Note- I currently have products that have trace chemotherapy in/on them.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.